Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the microscope was loose when it was mounted. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The system was examined and the reported ¿loose head¿ (via bolt and screw) was determined to have been confirmed. The bolt and screw were subsequently replaced. However, how or why the bolt and screw became loose cannot be conclusively determined. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 2, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively, as why or how the bolt/screw became loose was not determined. The manufacturer internal reference number is: (B)(4).